Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient died. The target lesion was located in the right coronary artery (rca). A 1.25mm rotalink plus was used to treat the target lesion. During the procedure, the burr did two passes. Rotablation was finished after dynagliding the burr out of the patient. When the device was pulled out of the patient, the angiogram showed a perforation in the mid rca. After, a 1.25x6mm non-bsc balloon catheter was attempted to pass but could not advance to the perforation site. The patient became hypotensive with ventricular arrhythmia. Patient had a pericardiocentesis and a non-bsc intella device was implanted. Despite efforts, the patient died.